Event description:
It was reported that in late 2008, the patient hit his head at a lamppost due to carelessness. After that, the patient noticed a continuous swooshing noise. The patient's pinna was red and swollen. External parts have been exchanged, but did not improve the patient's hearing perception. Testing was carried out which showed 4 channels with a short circuit and 8 channels with status 'hi'.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.